Event description:
Report received of no flow. A primary tubing set was being used to deliver an unspecified solution via an unspecified infusion pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified medication. The primary solution container was lowered below the secondary solution container. Reportedly, immediately after the infusion was started, the nurse noted the medication was not infusing. The tubing set was replaced and therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. It was reported that the nurse did not insert the male luer of the secondary tubing set into the clave port of the primary tubing set before securing the option-lok. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not been received.